Event description:
Spontaneous report. Pt states when (B)(6) went to inject patient's knee on (B)(6) 2024, (B)(6) went to push plunger, syringe broke and pt was unable to get second injection (unknown which knee did not get injected). No adverse event reported. Missed dose reported. Unknown if mdo still has defective device on hand. No further information provided. Reported to (B)(6) by pt/caregiver.